Event description:
It was reported that a medfusion® 3500 syringe pump displayed a check clutch error and that the flange of the device did not register. The fault occurred prior to patient use.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the device in good condition and without external damage. A review of the event history log found there was a check clutch error as well as a flange error. Functional testing involved flow and occlusion tests and was unable to replate the reported issue. Based on the evidence, a root cause was unable to be determined.